Event description:
Further information was requested but not received regarding patient weight and potential intervention.

Event description:
New information received notes that the pacemaker was replaced on 08jul2019 and the patient was discharged. The patient's weight was (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the pacemaker displayed end of service alert before the elective replacement indicator alert. A device replacement procedure was discussed with the physician. The patient experienced no adverse consequences.